Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with an insulin pen. The customer reported a broken battery clip and stated that their insulin pump does not work correctly. The customer mentioned that the insulin was ineffective. The customer further complained about irritation at the site of insertion stating that it was red and swollen. The customer was advised that they may be allergic to t the cannula or adhesive. The customer was sent sample sets to try to see which products works better for them. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.